Manufacturer narrative:
Date received by manufacturer: 17jul2019. Date of report: 24jul2019. The submitter misreported the serial number on their list. They confirmed that the issue was reported in error, and the problem is a non-complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
Unit cannot enter into standby mode. The event did not occur during patient use, and there was no patient or user harm.